Event description:
The handheld was returned to the manufacturer for analysis. An analysis of the retuned handheld was able to verify that the main battery was able to hold a charge, however it was identified that the main battery was inserted backwards. As a result, the handheld was unable to be powered using the retuned battery. Once the main battery was inserted correctly, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld is not holding a charge. It was reported that as soon as the handheld is unplugged from the wall the battery is depleted and dies. Troubleshooting was performed by a company representative; however, the handheld battery would still not hold a charge. A new programming system was provided to the physician. The physician's handheld is expected to be returned for analysis, but has not been received to date.